Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were formed improperly and dropped out of the jaw unformed. No further details available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.